Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. The anvil was bent. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge-shaped cut procedure, while being applied at the pulmonary parenchyma, the staplers with the reloads were unable to fire, and the surgeon was unable to squeeze the handle but he was able to press the green button. They changed the reload then the staplers can normally fire. The patient was unharmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge-shaped cut procedure, while being applied at the pulmonary parenchyma, the staplers with the reloads were unable to fire, and the surgeon was unable to squeeze the handle but he was able to press the green button. The patient was unharmed.